Event description:
The pt was implanted with a prosthesis. Subsequently, it was noted that the pt had developed "gas bloat syndrome" and the pt was unable to vomit because the "ring" on the device was too tight.